Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was during a procedure performed on (B)(6) 2026. During the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was rescheduled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): imrdf code a050501 captures the reportable event of bands failure to deploy. Block h6 (impact codes): imrdf code f1001 captures the reportable event of procedure cancelled/rescheduled.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was during a procedure performed on march 24, 2026. During the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was rescheduled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): imrdf code a050501 captures the reportable event of bands failure to deploy. Block h6 (impact codes): imrdf code f1001 captures the reportable event of procedure cancelled/rescheduled investigation results the device returned and it was found during visual inspection that the ligator did not have bands attached to it, the slack was not taken up. The suture had 7 knots. Based on the evidence, the as reported event of "bands failure to deploy" is confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The indications for use (IFU) include "take up slack by pulling proximal end of trip wire on handle unit. ", however, it was found that the slack was not taken up from the handle slot. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. The instructions not being followed can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire not to work accordingly with the handle when pulling the bands. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion of "failure to follow instructions".